Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that their communicator charging port was loose and they¿ve had to tape the cord onto the communicator, so the charging cord stayed in. When the agent inquired about the event date, the patient stated that it really just started and when they went to their doctor today, they told them to call in to order a new communicator and adjust the handset date/time settings. The agent assisted the patient in updating the date/time settings. When the agent inquired about the pump medication, the patient stated, ¿morphine and it doesn't hardly work¿ and then stated, ¿I have 7 screws in my back - it took them 7.5 hours¿ then stated, ¿6 hours in surgery for them to put me back together - I have lupus so I have gentle deterioration.¿ a replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# unknown product type accessory. Product ID hh90t01 serial# unknown product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.